Event description:
T was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.